Event description:
As reported: "left hip I&d with antibiotic spacer." Patient presented with a left hip infection. A size 5 accolade ii stem, 36 - 2.5mm biolox head, trident ii tritanium solid shell and unknown liner were explanted. Rep confirmed that aside from attached explant pictures, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.